Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, d6b, g4, h4, h6.

Event description:
Healthcare professional later reported "replacement due to prosthesis ruptured for right side". This record is for the left side. The device has been explanted and replaced with another manufacturer´s device. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be unreported.